Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and low blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were scrolling and a possible over delivery of insulin. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a low blood glucose of 40 mg/dl and treated. No low blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc and act button. The connector was inspected and locked on lcd board. No button error alarm during testing. No ramping numbers noted on the display. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump passed the displacement accuracy test. The device was programmed with test minilink transmitter and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No weak signal alarm noted.